Event description:
It was reported the lead thresholds had increased. The lead was removed and replaced. It was also reported that the device indicated end of life (eol) and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.